Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to deformation of the forceps channel, breakage of the instrument, or foreign material in the forceps channel. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual- 3.8 inspection of the endoscopic system - inspection of the instrument channel and forceps elevator operation manual- important information ¿ please read before use - precautions - operation manual 3.6 inspection of ancillary equipment operation manual: 4.3 using endotherapy accessories reprocessing manual- 5 reprocessing the endoscope (and related reprocessing accessories) reprocessing manual- 7 reprocessing endoscopes and accessories using an aer/wd" olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a stent clogged in the channel. It is unknown when the malfunction was identified. There was no harm or user injury reported due to the event.